Event description:
It was reported that the order came in with an empty wrapper. The replacement package arrived and upon opening the box we found the plastic packaging where the screw should have been, to be sealed but empty. There were no patient involvement or procedure. This report is for one (1) 2.0mm cortex screw self-tapping 14mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: hrs and dzl. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. G1: postal code-2545. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.